Event description:
Boston scientific received information that the patient implanted with this right ventricular (rv) lead was admitted to the hospital due to their heart rate being the 40 beats per minute (bpm) range. Device check found the pacing impedance measurements were high and out of range. Additionally, loss of capture was observed along with no sensing. An invasive procedure was performed. This lead was surgically abandoned and replaced. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.